Manufacturer narrative:
The user was hospitalized due to kidney stones. This adverse event was not related to the use of eversense continuous glucose monitoring system. No further investigation was found necessary.

Event description:
On 03 december 2024,senseonics was made aware of an incident where user was hospitalized due to kidney stones.